Event description:
Ambulance personnel were attending to a pt, condition unk. During an attempt at monitoring using only limb leads, the device allegedly displayed a v1 and v2 leads off message and a flatline. A back up monitor was obtained and treatment to the pt continued. The reporter stated there were no adverse effects to the pt as result of the alleged malfunction.